Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy procedure, the stapler with reload would not able to fire.